Event description:
It was reported during ongoing use, the device was showing premature battery depletion. Technical services reviewed the device's data and confirmed the allegation of premature depletion. The device was explanted and replaced, and will return for analysis. No adverse patient effects were reported.